Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the screen was damaged. It was also noted that the software could not be updated, the stylus was missing, the power cord bay was broken, the keyboard was broken, and the hinges were broken.

Event description:
It was reported the screen was damaged. The programmer was returned for service. There was no patient involvement.